Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital due to low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl. The customer's current blood glucose is unknown. It was also stated that the customer lost consciousness but had no symptoms as a result of low blood glucose. The customer was treated with injected glucose. The insulin pump will not be returned for analysis.